Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy633ts - ennovate polyax.screw 6.5x40mm canulated. According to the complaint description, there was an incorrect screw in the packaging. This caused a surgical delay of approximately five (5) minutes, and a different screw was used instead. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d9 - product return, h3 - yes, evaluation, h6 - codes updated. Investigation results: visual inspection: the packaging of the implant with the color coding green of size 7.5 does not match the reference number and the description of the product 6.5 screw. For the lot 52854868 ((B)(4) pieces), an outer packaging with color and written marking for a 7.5 mm long screw was provided during order-related preparation and commissioning procedures, so the outer packaging does not match the product and other markings/labels. The diameter on the label is correct and shows the 6.5 mm. Of the (B)(4) pieces, 15 were delivered to germany, 25 to european countries, 25 to japan, and 8 to row excluding japan and USA. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are 3 similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/ preventive measures: the complained problem could be confirmed. The root cause is manufacturing related. The error occurred during an order-related preparation and commissioning procedures. An internal risk assessment (with internal reference number (B)(4)) was initiated in 2023. A field safety corrective action (fsca) was concluded on 04.01.2024 by manufacturer based on binding feedback from affected customers. The affected customer (B)(6) was informed about the fsca and after the fsca confirmed that no affected products remained in their possession. Unfortunately, despite the customer´s binding feedback the product remained in the healthcare facility resulting in this complaint.